Event description:
A dreamstation CPAP pro device was returned to a third party service center for evaluation. During the evaluation, foam particles were observed within the device. Error code 22 was found in the device log history. The device was scrapped. There was no report of serious patient harm or injury. There was no medical intervention reported.